Manufacturer narrative:
At this time, this ra lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, a warning screen was displayed that a automatic lead safety switch had occurred with the device. Further investigation revealed a pacing impedance measurement above 2500 ohms on the right atrial (ra) lead. In addition, there was loss of capture at maximum outputs and a review of the daily measurements showed a significant increase in pacing impedance measurements on the ra lead since september. The right ventricular lead had normal measurements. A fracture of this ra lead is suspected. No adverse patient effects were reported and the patient stated that no symptoms were experienced.